Event description:
Additional information received from a manufacturer representative reported the patient had gotten worse after implant and the lesion had occurred after explant of the system. No specific patient symptoms were reported when the lesion was recognized. Further therapy options were going to be discussed between neurology and neurosurgery departments.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389, explanted: (B)(6) 2017, product type: lead. Product ID: 37086, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that an MRI examination was done with the deep brain stimulation (dbs) system implanted. After another MRI examination, a lesion in the trajectory in the right hemisphere was detected. Details of the patient status were unknown. The cause of the event was maybe the MRI examination. The manufacturing representative did not think the lesion was caused by the interaction between the MRI and the dbs system. A revision was done and the system was explanted. The issue was not resolved at the time of this report. The patient was alive with injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.